Event description:
It was reported to boston scientific corporation that a mantis clip device was used in endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. It was reported that the handle of the mantis was kinked upon inserting it into the endoscopic forceps channel. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation results: the clip premature deployment in unknown anatomy. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable investigation result event of clip premature deployment in unknown anatomy. Block h10: the returned mantis clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly detached from the bushing but attached to the control wire, which was evidence of soft deployment. Also, the capsule bottom part was damaged. Also, the handle was in good conditions. No other issues with the device were noted. The reported event handle break was not confirmed. Based on the evidence of the product analysis the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after a microscope analysis, it was found that the capsule had both sides damaged, consequently, the root cause of the clip assembly detachment. And possibly, this was the customer perception of the device being kinked. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.